Manufacturer narrative:
(B)(4). The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician passed the suture through the ssl; upon placement the physician did not like the position of the suture, proceeded to pull the suture out and the bullet detached from the suture. It was confirmed that there was no bullet on the end of the suture. The bullet was never found. The physician continued the case using 7 additional sutures and completed the surgery successfully. The patient's condition was reported as fine.